Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for multiple patient samples tested for tsh, ft4, troponin t, prolactin, hcg, testosterone, lh and fsh on a cobas 8000 e 602 module. The procell/cleancell filter was not on tight enough which caused air to be drawn in as the bottle became empty. The laboratory support coordinator replaced the procell/cleancell filter. The customer repeated the patient samples after the filter had been changed and the results were acceptable. Of the data provided for 43 patient samples, the results for 42 patient samples were discrepant after repeat testing was completed for tsh, ft4, prolactin, hcg and/or testosterone. Refer to attached data for patient results. The incorrect results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The system is operating within specification. The investigation determined that the loose procell/cleancell filter was the root cause of the event.